Event description:
Hill-rom received a report from the account stating the exit alarm volume could not be adjusted and was very faint. The bed was located at the account on the 2nd floor. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the power control board to be inoperative. Per the hill-rom user manual warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power control board to resolve the issue. Based on this information, no further action is required.